Event description:
Boston scientific received information that this patient was recently seen in the emergency room for inappropriate shocks for supraventricular tachycardia (svt) which lead to therapy exhaustion. There was continued noise on the right atrial (ra) lead when the patient moved her arms. Additionally there was continued noise on the right ventricular (rv) lead post shock. The plan is to monitor the patient for now and no intervention will be done. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.